Event description:
The catheter was inserted uneventfully in an ob pt. About 1hr. After delivery, difficulty was encountered in trying to remove the catheter. An x-ray was taken and the catheter was noted to have knotted. It was necessary to perform a laminectomy to successfully remove the catheter. There were no add'l pt complications.